Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial#: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2011, product type: catheter. Product ID: 8598, serial#: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8596, serial/lot #: (B)(4), ubd: 22-jun-2006, UDI#: (B)(4); product ID: 8598, serial/lot #: (B)(4), ubd: 26-jul-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable pump for cerebral palsy and intractable spasticity. It was noted that the patient was currently receiving baclofen with concentration 2000 mcg/ml. The baclofen dose was 650 mcg/day and then they increased it to 888 mcg/day. It was however further reported that the baclofen dose was 764 mcg/day; 17.2 baseline dose with a 60 mcg bolus allowed every 4 hours. It was reported that the patient¿s catheter had a micro tear back in 2011. The patient experienced a return of symptoms. The catheter was replaced. The date (B)(6) 2011 is considered an approximate date of event (year known only). No further patient complications have been reported as a result of this event.